Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿pump ¿ under/over delivered ¿ outside accu¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 25-apr-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports that the unit failed to deliver 1000 ml accurately.

Manufacturer narrative:
Submit date: 26-apr-2017.

Event description:
Customer reports that the unit failed to deliver 1000 ml accurately during testing.